Event description:
Information received from the field notes that initial interrogation gave measured data of 2.52v, 15ua, 18 kohms with a rate of 70 ppm. Capture was intermittent, so the pulse width was increased to 0.8ms. After this, the device could not be interrogated. Two days later, pacing and magnet rate were still 70 ppm. The patient had multiple health problems and the physician elected to monitor the patient and not replace the device at this time.